Event description:
This ra lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on 09/06/2016 stating that this lead exhibited non- physiologic noise on some atrial egms. Also noted several >3000 ohm pace impedance readings on the atrial trend graph. Looks like in mid-may of 2016 there started to be out of range pace impedance. This high impedance will cause the gems to sense the mv signal. The physician was dr. (B)(6) at (B)(6) hospitals in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).